Event description:
It was reported that the reservoir leaked insulin. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used reservoir and performed pre-fill reservoir test per spec, the reservoir passed. No leakage anomalies were observed during testing. Found needle not parallel to the body's axis.